Event description:
A 26mm diameter x 15mm diameter x 16.5cm length aneurx bifurcated stent graft was selected for use in a patient for the endovascular treatment of an abdominal aortic aneurysm in 2004. Aneurysm and vessel morphology are unknown. It was reported that the device was received in a damaged box; however, the device appeared undamaged and the physician elected to use it. The device was inserted in the patient and when deployment was initiated, the black ring was retracting but the stent graft was not deploying. It was noted that the quick release button repeatedly disconnected during the case. The black ring was manually returned to its original position and another attempt to deploy the stent graft was unsuccessful. The device was removed from the patient and another aneurx device was successfully used to complete the case. The delivery system without the box was returned to medtronic and its evaluation has been completed. The quick release assembly was inspected and no defects were found. The device was deployed in the returned goods laboratory without difficulty. It was not possible to confirme the malfunction without return of the original box to determine whether the location of the damage was adjacent to the quick release assembly.

Manufacturer narrative:
Evaluation code (results): lack of information (aneurysm and vessel morphology are unknown, original device box was not returned). Evaluation codes (conclusion): lack of information (aneurysm and vessel morphology are unknown, original device box was not returned).